Event description:
Information received indicates the head section will not go up.

Manufacturer narrative:
The nurse was able to gently pull on the head section while pressing the head up button and the head section began to work.